Event description:
It was reported that the lead exhibited impedance of 105 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was crushed and abraded from 27.6 cm to 29.4 cm as a result of physiological factors (i.e.: rib-clavicle crush). The distal insulation was damaged at the same locations which resulted in an electrical short between the coils.